Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed multiple troubleshooting procedures. However, a single definitive likely cause for the falsely elevated result could not be determined. Therefore, the architect c4000 processing module, serial number (B)(6)was considered the likely cause of the issue. An instrument service history review for (B)(6)revealed no additional service ticket associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems did not identify any trends related to the architect system, likely cause parts, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect c4000 processing module for serial number (B)(6)was identified.

Event description:
The customer observed falsely elevated chloride result generated on the architect c4000 analyzer for one patient. The following data was provided: sid (B)(6)initial chloride result = 103 mmol/l; repeat result = 126 mmol/l no impact to patient management was reported.

Event description:
The customer observed falsely elevated chloride result generated on the architect c4000 analyzer for one patient. The following data was provided: sid (B)(6) initial chloride result = 103 mmol/l; repeat result = 126 mmol/l no impact to patient management was reported.

Manufacturer narrative:
Section a1 - patient identifier: complete sid is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.